Event description:
Whilst threading the wire through the cannula, resistance was felt as though there was an obstruction. The wire and cannula were withdrawn and upon withdrawal it was noted that the wire was not intact, in fact upon removal of cannula, part of the wire remained superficially in the patient, this was removed by hand without complication.